Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the t.w. Power supply was tested and the device did not work. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual determined that the power supply cord was not returned. A pre-cautery test was performed with a reference extension cable and hemopro. The reference device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. We did not identify any non-conformities. Based upon the evaluation results, the reported complaint could not be confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).